Event description:
On (B)(6) 2010, the patient received an open surgery to repair an abdominal aortic aneurysm. The vasculature was replaced with a y-shaped surgical graft. After the open surgery on the same day, the patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses (tgt3115/7302543, tgt3415/7064617) to repair a penetrating atherosclerotic ulcer located at the descending aorta. The devices were accessed from the left leg of the surgical graft. During the procedure cerebrospinal fluid drainage was performed. After the procedure on the same day, the patient developed paraplegia. The cause of the paraplegia is unknown; however, it was reported that the patient's aorta was shaggy. The physician performed cerebrospinal fluid drainage and pulse steroid therapy for its treatment. It was reported that the patient recovered; however, motor/senser weakness remained. Also on the same day, the renal disease that the patient had as a pre-existing condition became worsened. The patient was diagnosed as chronic renal failure and was treated with dialysis. On (B)(6) 2010, the patient expired due to the renal failure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.